Manufacturer narrative:
The user-reported issue was confirmed. The pump was found to have physical damage on the door latch/handle. The pump also failed the occlusion test and found to have a flow rate accuracy that was outside of the +/-5% specification. The pump was repaired and tested to meet all specifications on 05/03/2017.

Event description:
This is a follow-up for the initially filed MDR (3006575795-2017-00089).

Manufacturer narrative:
The manufacturer is still waiting for the arrival of the infusion pump.

Event description:
The user reported that the pump had a bent door handle. No patient was involved in this case.